Manufacturer narrative:
Analysis confirmed the customer comment that the unit would not boot up and noted that it stalled at the "please wait" screen. The software was reconfigured, reloaded and updated. Analysis further noted that the lower case and rear display cover were worn and that the system fan was noisy. All were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.